Manufacturer narrative:
The device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years and seven months of post deployment, computed tomography of abdomen and pelvis was revealed two of the medial limbs appear to be extended external to the inferior vena cava and a third medial limb appears to be probably fractured and displaced posterior to the aorta. Computed tomography pulmonary angio revealed, the filter had 1 leg of it of the 3 legs broken off and one leg embedded in the aorta. The patient reportedly experienced abdominal pain. Approximately, one year and four months later, computed tomography of abdomen and pelvis revealed two legs of the filter extended outside the lumen with a third limb likely into the posterior aspect of the aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava, filter limb detachment. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the filter struts embedded in aorta; however, the current status of the patient is unknown.